Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the saw blade was bent and the cable was not functioning as expected. The saw turned on and off. The failure was intermittent in nature. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.